Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market responder reported that the customer's device was out of warranty, and that the customer did not accept the quote for repair; no further actions were taken by philips. As a result, it could not be confirmed if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator displayed a low tidal volume error code. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).